Manufacturer narrative:
The reported event of the leadless pacemaker entering evvi/backup mode was confirmed. Review of the data provided supports that the most likely root cause of the event was due to chronic exposure to emi that led to a false-positive telemetry command for the device to switch to evvi settings.

Event description:
It was reported that the patient presented with palpitations. Upon interrogation, it was noted that the pacing output was programmed differently than it was initially programmed. The leadless pacemaker (lp) firmware was upgraded. The patient was stable.

Manufacturer narrative:
Correction - h7 - should have included recall. Correction - h9 - should have included z-1695-2024. Correction - h11 - should have included: the device is subject to the aveir unexpected and inadvertent mode change action issued by abbott on 03 april 2024.